Event description:
In late 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was powering off during use. He also alleged that the device was displaying a battery indicator symbol. The patient tests his blood glucose 2-3 times a day. He manages his diabetes with unspecified insulins. The patient was unable to recall the names of the different types of insulins that he takes. The patient mentioned however that he does not adjust his insulin dosages based on his meter readings. The reporter indicated that the alleged meter issues started four days prior, during the evening time. As a result of the alleged issues, the patient claimed that he was unable to test his blood glucose. During that time, the patient continued to take his insulins as prescribed. The patient stated that he started eating less since he did not know what his blood glucose levels were. On the day lifescan was contacted, the patient reportedly developed symptoms of shakiness. The patient's blood glucose was tested by paramedics around 12:00 pm that same day using an emt meter and a result in the "30's" mg/dl was obtained. The patient was reportedly treated with IV glucose. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms of shakiness and received IV glucose treatment from paramedics after the alleged meter issues began. The patient was reportedly unable to test his blood glucose for about 5 days because of the alleged issues.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.